Event description:
The surgeon requested an echelon flex endopath stapler. The scrub technician noticed an oily residue on the surface of the echelon flex endopath stapler. The surgeon requested another echelon flex endopath stapler. The first echelon flex endopath stapler was removed from the field, put in the box that it came in and given to the surgery team lead for dispensation. The first echelon flex endopath stapler was not used. The laparoscopic cholecystectomy was completed with the second echelon flex endopath stapler. The patient was taken to recovery in stable condition with no untoward patient effects.